Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The dx rv lead tip dislodged into the rv. The slack was pulled out of the lead and straightened out, leaving poor lead testing numbers. Dislodgement is attributed to patient size and disposition. Lead was revised and remains actively implanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.